Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, after inserting the trapezoid basket into the bile duct, the tip of the basket separated prematurely. The tip was left in the bile duct to pass naturally. The procedure was completed with a different device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code 1484 captures the reportable event of tip premature deployment. Block h10: a visual examination of the returned device found the wire basket assembly to be retracted and the tip was detached from the basket assembly. The tip was not returned with the device. As per complaint information, the issue occurred during the procedure. The device was inspected prior to procedure and no damage/issue was noted. This indicates that the device was received in good condition; however, procedure or anatomical factors encountered during procedure could have likely affected the device performance and its integrity. The directions for use (dfu) states "note: in the event the biliary calculi cannot be crushed, the trapezoid rx wireguided retrieval basket has been designed for the basket tip to disengage minimizing the potential for the unreleasable stone entrapment. Flushing may follow." Since the tip of the trapezoid device is designed to disengage to minimize the potential for unreleasable stone entrapment and is noted within the dfu instructions, the most probable cause for the reported issue of tip premature deployment will be documented as known inherent risk of device since the reported adverse event is known and documented in the labeling. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, after inserting the trapezoid basket into the bile duct, the tip of the basket separated prematurely. The tip was left in the bile duct to pass naturally. The procedure was completed with a different device. There were no reported patient complications as a result of this event.